Event description:
It was reported that balloon inflation issue occurred. A 2.50mm x 15mm apex¿ balloon catheter was selected for use and advanced to dilate the lesion. After the balloon was removed, the physician found out that the distance from the distal marker to the wings of the distal balloon was too long. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with no balloon folds present. There were numerous kinks throughout the hypotube of the device. Microscopic examination of the markerbands, inner shaft, or balloon presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to nominal pressure (6 atm) to check the markerband alignment and balloon length. The balloon length was within specification. The markerband for the apex device are automatically swaged on the inner and then verified and within specification. The markerband alignment of the apex balloon was visually compared and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon inflation issue occurred. A 2.50mm x 15mm apex¿ balloon catheter was selected for use and advanced to dilate the lesion. After the balloon was removed, the physician found out that the distance from the distal marker to the wings of the distal balloon was too long. No patient complications were reported and the patients status was stable.